Event description:
It was reported that this pacemaker exhibited a fault and was switched to safety mode for patient protection. The device was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.